Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation, a quick drop in battery level was noted after implant. Programming changes were made. There was no patient consequences.